Event description:
A distributor has filed a complaint for an overdelivery of a pain mgmt drug (0.25% intrathecal bupivacaine) during infusion at a user facility. The distributor's complaint alleges 3 occurrences of overdelivery, using 3 separate devices, on the same pt.